Event description:
International affiliate reported that patient presented with a reaction following facial surgery. Event was described as red inflamed wound with localized abscess. Pt was prescribed antibiotics.